Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international in another country . The finished product is further assembled, packaged and sterilized by smiths medical international. Visual inspection of the returned sample confirmed the tube was detached from the male luer lock. No root cause could be determined. The od was within specification. The male luer lock was not received for evaluation. There was evidence of solvent attacking on the surface of the tubing. There were no manufacturing issues observed with the tubing. The device history record was reviewed with no issues present. Review of the complaint database indicates this is the fifth reported separation issue for this subassembly in the last 24 months. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored for trend. No additional action necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the luer disconnected from the tubing on the arterial line. There was no patient injury or treatment was reported as a result of this event.